Manufacturer narrative:
This report is submitted on september 26, 2016 by cochlear limited on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. H3 other text : device not returned to manufacturer.

Event description:
Per the clinic, the device was explanted (date not reported) due to unknown reason. Additional information has been requested but has not been made available as of the date of this report, september 26, 2016.

Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. Correction: per the clinic, the device was not explanted. The implanted device remains. This report is filed october 11, 2016. H3 other text: implanted device remains.